Event description:
It was reported that during a coronary stent procedure, the stent dislodged/migrated. The physician was advancing a liberte' monorail stent delivery system to the rca, when the stent dislodged form the delivery device and migrated to the profunda. The stent was successfully retrieved with a snare. The procedure was completed with a vision stent. Same case as MFR's #: 6000093-2005-01206.